Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision and the lens was subluxed. The lens was exchanged for a different lens fourteen months following the initial iol implantation. Additional information has been requested.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).